Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient did not wear a mask and the six steps of hand washing were not followed. The patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with vancomycin injection (1 gram, stat dose, route not reported) and injection of meropenem (1 gram, once daily, duration not reported) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.